Event description:
On 06/20/07, the lay-user/reporter contacted lifescan alleging that a one touch basic meter was giving a "clean test area" (cta) message. The pt tests her blood glucose twice a day, once in the morning and also in the evening. Her normal blood glucose levels are typically less than 150 mg/dl. Before the event that was reported in 2007, the pt was taking 'diabeta" (5 mg). According to the reporter, he asked the pt when the cta issue started but was not able to get a straight answer. He was unable to determine how long the pt was unable to test her blood glucose for because of the alleged issue. He did mention, however, that she was taking her medications as prescribed. For a few days prior to event date, the pt had blurry vision and leg aches. She was also experiencing symptoms of feeling tired and thirsty. In the evening time, the reporter called the pt and noticed that she was "blabbing" and not making any sense. He rushed to her house and then immediately took her to the hosp. The hospital tested the pt using an unidentified device and got a result of "680 mg/dl." She was hospitalized for 10 days to get her blood glucose level down. The reporter mentioned that she was given insulin treatment in the hosp for 2 days. As a result of the event, the pt was prescribed 2 other unidentified medications for her diabetes. During troubleshooting, the reporter cleaned the test area and test strip platform. The pt was able to test her blood glucose. The issue was resolved. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the reporter alleged the pt was unable to test her blood glucose for an unknown period of time. It is not clear if the alleged meter issue started before or after the reported hospitalization. The reporter stated the pt was hospitalized for 10 days for treatment of hyperglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection. Lifescan will inform FDA of the results in a supplemental report.